Event description:
Patient received implant on (B)(6) 2011 of a bifurcated device and an aortic extension. An (B)(6) 2011 computed tomography scan revealed a proximal type I endoleak and distal type I endoleak. On (B)(6) 2011 the patient was treated with a 16mm limb extension which corrected the distal type I endoleak. The patient was also treated with a cook renu proximal extension which did not completely correct the proximal type I endoleak. A balloon expandable aortic stent was placed in the cook device to correct the proximal type I endoleak (reference report number 2031527-2011-00059).

Manufacturer narrative:
Patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.